Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The specific identification of the device was not available and as a result the device history record(s) were not able to be reviewed; therefore all non-conformances were reviewed to date of complaint receipt and no issues for the product were identified that would have caused or contributed to the event reported. The most likely cause cannot be determined since the device was not returned as it remains implanted in the patient with no plans to revise. The available information indicates upon reviewing radiographic images from a postoperative follow-up, it was observed that two plates broke. Although a number of factors could have contributed to the breakage of the plates, the surgeon indicated the patient was too aggressive during rehabilitation. It is likely the patient's non-compliance subjected excessive bending stresses to the plates which lead to their breakage. The instructions for use identify warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery, the surgeon identified two plates had broken while reviewing radiographic images from a postoperative follow-up. The device remains implanted with no revision scheduled at this time.